Event description:
It was reported that, pt reported to have presented with pain and swelling in the last few months. In (B)(6), the pain was getting more difficult to bear and pt had more problems with flexibility. Pt reported that his quadriceps muscles were stiff, felt a shake upon standing and pt just did not feel right. About 3 weeks ago, he saw his primary physician. Surgeon performed an MRI which showed accumulation of fluid with localized destruction and therefore surgeon decided to revise.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.